Manufacturer narrative:
Report date: event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in the past, they noticed their symptoms were improved and they would feel stim when making an adjustment. However, starting 5-6 weeks ago, they noticed their stimulator no longer helped their problem, they also noticed when they increase stim all the way to 8.5 on every one of the programs they cannot feel the stimulation feeling they used to be able to feel. The pt said since then they have tried each of the 7 programs for several days at 8.5 but they are receiving no therapy effect on any of them. The patient was redirected to their healthcare provider to further address the issue. The pt said they have had no falls nor traumas (except one fall onto the carpet 2 days ago; however, their issue started 5-6 weeks ago). The pt has been seeing a chiropractor every week for an adjustment but the chiropractor stays away from their system. The pt said they've had no other medical tests or procedures.

Event description:
Additional information was received from the patient. They reported that they had contacted their doctor about not feeling stimulation and the cause of the issue was determined, but they did not specify the cause. The patient's device was replaced on (B)(6) 2021, and they stated that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot#: va29q9a, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.